Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Rv lead t wave oversensing observed on the printouts. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Continued monitoring was elected at this time. The lead remains in use. No patient complications have been reported as a result of this event.